Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have thermal damage on bipolar yaw pulley with exposed electrode on both the bases of the bipolar forceps grip. The instrument passed electrical continuity test. Additionally, the maryland bipolar forceps instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. Also, the instrument had damage to the conductor wire¿s insulation as it was nicked at the distal yaw pulley with no exposed internal wire. There were no missing piece of insulation was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, melted plastic was found on the jaw hinge of the maryland bipolar forceps. No damage was noted by operating room prior, during or following case. There was no patient harm or involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. There were no collisions during the case. No arcing was observed. The surgeons do not record their procedures.